Event description:
Reported discrepant sars result for 1 symptomatic patient. The customer communicated that the patient tested positive for sars with the sofia sars+flu combination assay and negative for sars by testing with the quickvue sars professional assay. No confirmatory testing had been completed. 3 additional patient events were also communicated which are captured on separate reports. It was communicated that the customer had not been using the provided clear fixed volume pipette (user error).

Manufacturer narrative:
B5 - corrected event description. B6 - corrected relevant test information.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic patient. The customer communicated that the patient tested positive for sars with the sofia combination assay and then negative for sars upon retesting with the same assay and with using the sofia sars only assay. No confirmatory testing had been completed. 3 additional patient events were also communicated which are captured on separate reports. It was communicated that the customer had not been using the provided clear fixed volume pipette (user error).